Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# (B)(6) product type mobile platform product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that the patient reported they were having a lot of issues with their handset and communicator for the past couple weeks. The patient also stated it had become noticeably longer to connect and communicate with the pump. The patient mentioned it would get to 90% and sit there forever and usually said the application quit responding close the application or wait. The agent walked patient through resetting the handset and clearing data. The agent instructed patient to turn on the communicator and patient confirmed they were able to connect to the pump right away. The troubleshooting steps that were taken on the call resolved the issue.